Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 5. Reference MFR. Report#; 1627487-2018-01232, reference MFR. Report#; 1627487-2018-01233, reference MFR. Report#; 1627487-2018-01235, reference MFR. Report#; 1627487-2018-01236. It was reported the patient had an infection at the ipg and mid line incision sites. The patient reported drainage at the sites. As such, the patient was prescribed antibiotics and will follow-up with the physician as the next course of action.

Event description:
Device 3 of 5, reference MFR. Report#; 1627487-2018-01232. Reference MFR. Report#; 1627487-2018-01233. Reference MFR. Report#; 1627487-2018-01235. Reference MFR. Report#; 1627487-2018-01236. Follow-up information revealed the patient is still being followed a physician and is under the care of an infectious disease specialist to help with the infection. Additional information revealed the patient underwent surgical intervention on (B)(6) 2018, wherein the entire system was explanted. The patient will follow-up with the physician as the next course of action.